Event description:
It was reported that the infusion drop rates differed between the left and right pressure bags. This condition had continued for approximately two to three months. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the cause of the issue was an air leak from a tube connection inside the h-2 cuff inflator. The cuff inflator connection was reassembled to correct the issue.